Manufacturer narrative:
Please note that the patient's age, gender; and weight are unknown. This event was reported to the manufacturer via voluntary medwatch "mw5067501". Report number received was invalid for a "user facility report number", therefore the field was left blank. The device was received with the shuttle cartridge engaged to the black handle. The procedural sheath was pulled back to the green shuttle hub. The sealant was in manufactured position; and the advancer tube was observed inside of the shuttle tube as received. The condition of the returned device indicates an incomplete deployment of the sealant. During investigation, shuttle down procedure was simulated and the advancer tube was probably engaged to proximal tamp lock and then to distal tamp lock as the advancer tube was advanced distally. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks, and the catheter and shuttle cartridge were also inspected for anomalies that may have obstructed the device path during deployment. No damages or anomalies were observed; tamp locks in good condition. In addition, the advancer tube's length, distance from the catheter outer shaft's distal tip to the proximal tamp lock's distal end and distance between the proximal and distal tamp locks, were also measured and noted to be within specification. The review of the lhr (f1632702) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use (IFU), if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step was not be completed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the IFU. Should additional relevant information become available, a supplemental report will be filed.

Event description:
On a voluntary medwatch report received, it was reported that mynxgrip (6f/7f) vascular closure device (vcd) malfunctioned. It reportedly misfired when the physician was deploying the device. A second device was obtained and utilized without issue. There was no adverse event. Additional information was requested, but is not available at this time.